Manufacturer narrative:
Other medical products in use during the event include: brand name: vectris surescan, product ID: 977a260, product type: 0200-lead, implant date (B)(6) 2021. Brand name: vectris surescan, product ID: 977a260, product type: 0200-lead, implant date (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they never felt that therapy had helped address their pain since date of implant, but when they brought the issue up to their healthcare provider (hcp) they couldn't find anything wrong with pt's ins. After some x-rays and mris they found that one of the leads wasn't properly connected to pt's ins battery. Pt said at one point they were stuck in an upside down "l" position for 3 days because they couldn't control their body, and has been using a walker ever since. It wasn't until (B)(6) or (B)(6) of 2022 that pt could have surgery to fix the issue, but they never felt they got therapeutic relief from their ins; pt kept the settings turned down low, around 1 or 2, otherwise they felt that the stimulation caused more pain than relief. Pt said therapy doesn't seem to work for their l eft leg, the right leg gets some stimulation but doesn't seem to be in the right spot - has pain somewhere in lower back or between hip and c-joint, but was unsure exactly what was causing the pain. Pt mentioned they fell a lot because they can't walk well now and is working with hcp to get medical assistance. The patient was redirected to their healthcare provider to further address the issue. Agent advised pt's hcp could help them get in contact with a rep if they needed for reprogramming. Pt said they will be working with hcp over the next month to prove they can't walk on their own.